Event description:
It was reported that a spectrum pump didn't recognize that the door was closed. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of 'pump will not recognize door being closed' was reproduced as a system error 320 (latch switch error) . A review of the event history log (ehl) revealed system error 320 messages. The reported condition was verified as a system error 320. The cause of the condition was determined to be out of adjustment upper and lower latch switches. The upper and lower latch switches require adjustment to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur as it would result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.